Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) regarding an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Rep said the patient is in the hospital and is in pretty bad shape; they developed a hematoma and they have severe bruising near their rectal area. Rep said the patient went to the emergency room (ER) on (B)(6) 2018 with complaints of pain. It was reported that the patient had internal bleeding and needed 10 units of blood; CPR was also performed on the patient. During implant, it was noted that they bled more than usual, but it wasn't concerning. It can be noted that the patient was on coumadin, but they stopped using that five days prior to implant surgery. The cardiologist then put the patient on lovenox. The rep said it is unknown as to whether or not the patient fell. They added that they would ask the healthcare provider (hcp) and see if they are aware of any falls. No device issue was reported and no further patient complications have been reported as a result of this event.